Event description:
A female pt diagnosed with a giant pigmented nevus had a 3610-23 tissue expander placed in the left part of her forehead. The physician discovered the alleged leak and explanted the tissue expander. Physician replaced it with another tissue expander identical in size.